Event description:
It was reported that during a shunt percutaneous transluminal angioplasty procedure a balloon rupture occurred. Vascular access was obtained via the left radial artery. The 99% stenosed target lesion was located in a calcified and moderately tortuous left antebrachium. The sterling 5.0x20/40 (4f) balloon catheter ruptured at 4 atm during its first inflation. The balloon was removed intact. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).